Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The date of event is unknown. A supplement report will be submitted if provided. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e226(scope communication error) occurred due to faulty rx (receiver) and txrx(transmitter) module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the video system center had scope communication error e226 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.